Event description:
Alleged the patient received a laceration on their leg while the facility was transferring the patient to the bed. The patient's leg came in contact with the upper edge of the bed frame. The patient required stitches.

Manufacturer narrative:
The technician investigated and found the side rails were not on the bed which allowed the mattress to move from side to side exposing the sleep deck. The technician also found the mattress the facility was using was too small for the bed. The facility is replacing the mattress with the correct np50 mattress.